Manufacturer narrative:
(B)(4). Batch # p9159f. Investigation summary the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2017. Batch # unk. Additional information: are there any plans to locate the piece? - the surgeon has no plans to bring the pt back to theatre for another operation to look for the tissue pad. Was there any change in the patient care as a result of this event? - no. What is the current patient status? - patient's recovery has been uneventful. Where was the device being used when it was noted the tissue pad was off? Post liver biopsy. Was there any adverse event to the patient? No. How long did this delay surgery? Did not delay. Did the device alarm at any stage? No. Was advanced hemostasis mode used? Not sure.

Event description:
It was reported that during a laparoscopic nissen fundoplication, at the end of the procedure it was noted that the teflon tissue pad was not on or in the device jaws and had fallen off. The white teflon insert on harmonic hand piece jaw was noted to be missing. Melted. Unable to be found on sterile trolley or in the patient. A small amount of white slimy looking material was found on patient omentum and retrieved probably the teflon insert. This happened during/after liver biopsy taken.